Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the non-dependent patient presented in clinic after receiving inappropriate shock, oversensing caused by noise was observed. The noise could not be reproduced in the clinic. The lead was capped and replaced. The patient was fine post-procedure.